Event description:
Information was received indicating that a smiths medical medfusion® 4000 wireless syringe infusion pump displayed primary audible alarm during precedex infusion. It was reported that the pump was plugged in and gave the primary audible alarm followed by pump pressure increase alarm and then system failure; stopping the infusion. There were no reported adverse effects.